Manufacturer narrative:
The hill-rom technician found no problem with the bed, but found a drive medical mattress that appeared too small for the frame. The patient was found entrapped in zone 4 with no pulse. The coroner's office ruled the death as accidental due to compression of the neck. The patient expired as a result of the incident. The bed was found to be functioning as intended, however the drive medical surface on the bed does not appear to be sized correctly to the frame, therefore allowing for the entrapment to occur. Per the hill-rom service manual, note: hill-rom recommends the use of hill-rom® mattresses that have been designed and tested specifically for the bed. If you purchase a replacement mattress from hill-rom or another manufacturer, make sure that the safety features of the bed have been tested and verified to operate correctly with the replacement mattress. The replacement mattress should meet the applicable regulations and technical standards to minimize the risk of injury to patients and caregivers. Mattresses should: ¿ minimize the gaps where entrapment could occur. ¿ allow enough siderail height from the top of the mattress to the top of the siderail to prevent accidental roll-overs. ¿ have appropriate firmness to assist with safe patient transfers. ¿ not interfere with siderail operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient was trapped between the mattress and the side rail. The bed was located at the account. There was a patient death reported. This report was filed in our complaint handling system as (B)(4).